Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was taking unspecified antibiotics (dose, frequency and route of administration not reported) as a treatment for peritonitis. The patient was discharged from the hospital one day prior to the report and the patients outcome was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.